Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer experienced the high blood glucose. Customer¿s blood glucose level was 429 mg/dl. Customer stated that they were sick for a while. Customer was assisted with navigating back to bolus wizard setting as it was off. Customer was unable to complete troubleshooting for high blood glucose. The device will not be returned for analysis.